Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that on post operative day two a patient presented with increased inflammation(endophthalmitis/toxic anterior segment syndrome) in the right eye. There was 4+cells and fibrin in the anterior chamber. The patient was referred to a retinal specialist for treatment. The retinal specialist performed an aqueous and vitreous tap. This was sent for culture. Intravitreal antibiotics were injected into the vitreal cavity. There was verbal confirmed form the retia specialist that there was no growth form the culture. Patient's symptoms are continuing.

Manufacturer narrative:
The customer reported that they have had 3 cases of endophthalmitis since november. The customer thinks it is something that they are doing but wanted to mention it since they use our products. The customer provided specific event details for this patient for cataract extraction on the right eye (od) on (B)(6) 2017. The patient presented with increased inflammation two (2) days post-operative. The patient had corneal edema and anterior chamber 4+ cells and fibrin. The facility assistant administrator completed a questionnaire. The patient was a (B)(6) male. The patient was not hospitalized. The patient was on pre-operative drops: anti-inflammatory three times a day (tid) from (B)(6) 2017; anti-inflammatory once a day (qd) on (B)(6) 2017; anti-inflammatory four times a day from (B)(6) 2017. On the day of surgery the patient was given: phenylephrine, dilating drop, atheistic drop, anti-inflammatory, two glaucoma drops, betadine. Post-operative on (B)(6) 2017: anti-inflammatory three times a day, anti-inflammatory once a day, and anti-inflammatory once a day. The retinal specialist completed an anterior chamber tap with injections of antibiotics on (B)(6) 2017. The patient was also started on atropine twice a day, fortified tobramycin, fortified antibiotics, and prednisolone. The unplanned surgical intervention was required to treat the event was an anterior chamber tap with injection of 0.1 cc of two fortified antibiotics od on (B)(6) 2017. In the surgeon¿s opinion it is unknown which device may have caused or contributed to the event. The patient has a history of cataracts (both eyes), fuch¿s dystrophy both eyes, arthritis, coronary artery disease (cad), hyperlipidemia, and hypertension. Intracameral lidocaine was used. The patient was prepped with betadine. The incision was a temporal clear corneal incision at 2.2 mm. There was one side port. The wound integrity was intact with negative seidel. The ophthalmic viscoelastic device (ovd). The ovd was removed during I/a (irrigation and aspiration). The irrigating solution was balanced salt solution (bss) with no additives. The intraocular lens (iol) was implanted in the bag. The duration of surgery was twelve (12) minutes. This was the eighth (8) case of the day. There was a sequence of patient cases that developed tass with one case on (B)(6) 2017 and two cases on (B)(6) 2017. The retina specialist noted this was a tass case and noted no growth in the cultures taken. The autoclave was last serviced in november 2016. Distilled water is used in the autoclave. The sterilization validation is completed daily. The instruments are sterilized at 270 degree/27.1 psi for four minutes (4) in a pre-vac unwrapped cycle. The dry time is twenty (20) minutes. An ultrasonic cleaner is used to clean the cannulas. The ultrasonic cleaner is changed every day. The ultrasonic cleaner is cleaned every morning. The instruments are manually cleaned with a soft brush or instrument wipe to ensure residue is removed. The instruments are not exposed to a washer sterilizer, enzymatic cleaner, or detergents. The tips and sleeves are removed before sterilizing. The reusable cannulas and handpieces are irrigated after use in surgery, during cleaning, and prior to sterilization. The customer uses 120 cc of water to flush the cannulas and handpieces. The instruments sit in the work room five (5) minutes or less before cleaning and sterilization. No single use products are re-used. The handpiece and system have been used since the event with no further problems noted. The facility assistant administrator noted they have seven (7) handpieces, with six (6) handpieces that stay with the tray of instruments. The outcome of the event was noted as not resolved with treatment continuing with the retina specialist. The most common causes of toxic anterior segment syndrome (tass) are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the centurion or phaco handpiece caused or contributed to this reported event of tass. The phaco handpiece directions for use (dfu) recommend pushing a minimum of 120 cc of room temperature sterile deionized water through both the irrigation and aspiration paths, and a sterilization pre-vac wrapped cycle for a minimum exposure time of three minutes (3) and a minimum dry time of sixteen (16) minutes. No further information was able to be obtained from this customer regarding the system and the handpiece. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 6, 2016. Based on qa assessment, the product met specifications at the time of release. All compounding, preprocessing, filling and packaging mbrs are subjected to 2 independent reviews for the bss. A minimum single normal level l inspection is performed for every lot manufactured. This product is terminally sterilized and all sterilization cycles are reviewed before product is released. Primary incoming component bags are reviewed by quality assurance (qa) before release to production. Labeling associated with bss requires the user to not use unless outer over wrap is intact, product is clear, seal is intact and bag is undamaged. Additionally, it states under warnings: the use of additives with this solution may cause corneal decompensation. No lot code was reported therefore lot specific evaluation is not possible. All lot documentation is reviewed prior to disposition to ensure that the product meets specifications. Since no samples were received or lot numbers provided the root cause cannot be determined conclusively. (B)(4).